Manufacturer narrative:
Additional information: the stent thrombosis occurred in a non-medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx des was implanted in the rca, and two resolute onyx des were implanted in the lad. Approximately four days post index procedure, the patient had emergency admission due to sudden chest pain and was diagnosed as cad and mi. On the same day, pci was performed, and a des was implanted in the lad. The investigator assessed the event as unlikely related to the index device, but possibly related to the anti-platelet medication. The patient recovered.

Manufacturer narrative:
Cec identified subacute stent thrombosis of lad, arc definite. If information is provided in the future, a supplemental report will be issued.